Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation on 01/19/2021. An investigation was conducted on 02/16/2021. Signs of clinical use and no evidence of blood was observed. The adaptor was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. The device was evaluated for connector function. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2, adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based upon the evaluation results, the reported failure mode "electrical issue" was not confirmed.

Event description:
The hospital reported at the end of an endoscopic vein harvesting procedure using hemopro2 adaptor. Nurse disconnected the hemopro cable from the power supply and felt a shock in her hand. They felt adapter might be shorting out and would like to return. However, it is unknown if device is defective. No patient was harmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported at the end of an endoscopic vein harvesting procedure using hemopro2 adaptor. Nurse disconnected the hemopro cable from the power supply and felt a shock in her hand. They felt adapter might be shorting out and would like to return. However, it is unknown if device is defective. No patient was harmed.